Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No motor error alarms noted and the motor was tested outside the device and passed. However, the insulin pump was received with minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error about a month prior to the call. The patient's blood glucose at the time of incident was 12.8 mmol/l. The motor error occurred twice on the day of call during bolus attempts. The pump had not been bumped or dropped. Additionally, the patient mentioned having an eye operation a month ago. No products were shipped or returned.